Event description:
Customer reported that pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer to use a different wall outlet, and after plugging the pump into a working outlet for at least 30 minutes, the issue was resolved as the pump began charging. No further assistance was required.